Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that paint was flaking off the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.